Event description:
The pt contacted lfs in 2009 alleging an unspecified error message and a beeping sound on her surestep meter. A medical surveillance specialist (mss) contacted the pt 2 weeks later, and obtained the following info: the pt mentioned that they obtained an unspecified error message and a beeping sound on her surestep meter on an unspecified date and time. The pt attempted to test and used several test strips and obtained the same error message and beeping sound. She then opened a new vial of test strips, different lot number and obtained a result. She does not recall the reading; however, claims it was a "normal reading" she then took her insulin (she takes insulin based on the meter results). The pt refused to provide the name of insulin. Several hours later in the middle of the night, she began to shake, sweat and her lips were warm and numb. She then tested her meter using the new test strips and obtained a low reading (does not recall the reading) and ate cheese. She felt better after self-treatment. The pt did not seek any further medical attention or contact their physician for assistance. The pt has had the subject meter for 8 years. The pt denied any misuse and the issue was not resolved via training. The meter was replaced. The pt mentioned her reading correlated with the symptoms and self-treatment. Although the pt was able to obtain a reading on the meter using different test strips and there was no delay in treatment, the complaint is being reported since the pt took insulin based on the meter result and developed symptoms suggestive of hypoglycemia and felt better after self-treatment.

Manufacturer narrative:
Lifescan (lfs) had requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.